Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator would not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
The pm and mc boards were returned for failure investigation (fi) which determined inductor l2 shorted on the pm board and mosfet q43 and capacitor c96 had shorted on the mc board, causing a loss of power.